Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Plaintiffs preliminary disclosure (ppd) form, operative notes and implant stickers received which identified patient was implanted on the left hip, part/lot information, date of revision surgery, revision surgeons name and the patients date of birth. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.

Event description:
Litigation papers allege: pt was implanted with a depuy asr hip on or about (B)(6) 2006. Pt experienced acetabular cup detachment, disconnection, creation of metallic debris, and/or loosening, pain, and inhibition of the ability to walk. There is no mention of revision.